Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed and the battery drawer was contaminated. Analysis also found the upper case, lower case, bail cover, and lead flex cover were broken and contaminated. Battery release was contaminated, lead flex o-ring was broken, the keyboard was scratched, and the battery drawer o-ring was missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.